Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After trunk-ipsilateral leg (rlt281414j/14800746) and contralateral leg components were successfully deployed, the physician elected to implant another contralateral leg component in the right ipsilateral-leg side. When an 18-fr gore® dryseal sheath with hydrophilic coating was inserted, resistance was met so that the physician advanced the sheath into an intended position with a dilator inside the sheath. A contralateral leg component was implanted without issue, and a final imaging revealed that the trunk-ipsilateral leg component unintentionally covered the left renal artery. The patient was implanted with a bare-metal stent in the left renal artery to restore blood flow. The patient tolerated the procedure. It was reported that when the introducer sheath was advanced, the trunk-ipsilateral leg component may have been pushed up, covering the left renal artery.